Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A test guidewire was taken and attempted to be inserted into the catheter, which was unsuccessful as the guidewire could not advance through the catheter due to resistance felt during insertion. Dissection of the catheter noted that the guidewire lumen was damaged inside the distal inner hypotube, which was potentially caused by the mechanical stress of pebax break and delamination with additional collapsed braid. Microscopic inspection of the catheter noted adhesive residue. The reported event was confirmed.

Event description:
During a procedure to treat an atrial fibrillation a farawave catheter was selected for use. It was reported that the guide wire did not come out of the guide wire cavity, so the device was replaced, and the procedure was completed. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure to treat an atrial fibrillation a farawave catheter was selected for use. It was reported that the guide wire did not come out of the guide wire cavity, so the device was replaced, and the procedure was completed. No patient complications were reported. The device is expected to return for laboratory analysis.